Event description:
The customer reports that the ventilator's delivered volume was 1898 ml when set to 600 ml. The pt was removed from the ventilator and placed on another ventilator. There was no pt injury.